Event description:
It was reported that pump malfunction occurred after pump fell into water for about 10 minutes, and pump displayed non-resettable malfunction code 3. There was no reported impact to the customer¿s blood glucose level. Technical support planned to replace the pump. Customer planned to use multiple daily injections as backup insulin therapyto ensure delivery of insulin.